Manufacturer narrative:
(B)(6). Two (2) actual samples were received for evaluation. Visual inspection was performed and a cut in the damaged fill port tubing at the connector of sample one (1) was identified. No defect was observed of sample two (2). Functional testing was performed of both samples which revealed a leak coming from the fill port only in sample one (1). Additional magnified inspection observed a cut in the fill port tubing approximately 1/8 inch from the fill port tubing base at the connector of sample one (1). The reported condition was verified in sample one (1); however, was not verified for sample two (2). The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was discovered before patient use. There was no patient involvement. No additional information is available.